Event description:
The reporter contacted animas on (B)(6) 2014 reporting that since the patient went back on the pump, the patient was having low blood glucose (bg) levels in the morning. The reporter stated that the patient had bg of 50mg/dl range in the morning. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The reporter stated that the patient is on lantus 25 units prior to putting pump back on and did not have any issues. Customer support (cs) advised the reporter to call back when the pump was available to troubleshoot. This report is made based on the allegation of the history settings issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02-aug-2019. Device evaluation: the device has been returned and evaluated by product analysis on 31-jul-2019 with the following findings: during investigation, the battery compartment was cracked at left side of grip from threads to case seal. The pump passed all required testing for delivery accuracy the complaint was reported on 1/24/2014 , due to continued use all black box and total daily dose basal history has been overwritten. The available basal tdd history and black box show no evidence of delivery malfunction. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.